Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the computer failed testing indicating a hard drive malfunction was occurring. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the computer for the navigation system was cycling power. The fan would turn on and off repeatedly. The computer for the navigation system was replaced and upon inspection, it was found that a hard drive fault was occurring in the computer. No additional information was provided. There was no patient present when this issue was identified.